Event description:
It was reported that during a da vinci si hysterectomy surgery the cable on the pk dissecting forceps instrument snapped. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a frayed and loose pitch cable at the distal clevis hub. The frayed section is approximately 0.04 in length. Slight surface damage was found on the conductor wire insulation. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.